Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned in connection with this complaint. The customer sent back pictures to show the reported defect. Visual examination of the returned picture clearly showed breakage formed on the epidural catheter. The reported defect has been confirmed. However, it should be noted, that although the reported defect was confirmed via the photographic inspection, without the actual sample and/or lot number a full investigation could not be completed at this time. While we are unable to confirm the root cause of the reported incident, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample, lot number and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Corrected data: MFR report #: 2523676-2017-00106.

Event description:
As reported by the user facility: IV catheter broke when the clinician was trying to pull it out of the patient. The clinician believes a piece was retained in the patient. Limited information provided.